Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated.

Event description:
The patient reported that they tried to improve the big toe curling with stimulation, but received no results. The patient had surgery to keep walking. The curling of their big toe was reportedly unresolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an issue with toe curling on the right side since implantation. The patient had to have the middle three toes operated on a year prior to this report to straighten them out. The patient described them as ¿monkey toes¿ with one underneath the other. It was reported that now the patient¿s big toe was curling. An x-ray was taken, but it was unclear if it was related to arthritis or something else. No further complications were reported.